Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. Bard received one monopty biopsy needle without product packaging and labeling. The device was returned half primed, with the cannula retracted, exposing the sample notch. The sample was functionally tested by twisting the rotational knob once and the stylet retracted and locked into place as expected. The device was able to be fully primed with no issues and the arrow was visible in the ready window. The device fired properly and did not self activate. During further functional testing, it was noted that the cannula did not retract upon priming; however, the stylet retracted. Resistance was encountered during priming the needle. The device was disassembled and internal parts were inspected. It was noted that the internal components were occluded with coagulated blood. This likely contributed to the difficulty in priming the needle. However, the definitive root cause is unknown. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure performed under ultrasound guidance, that when the needle was inserted into the breast and was at the set location, the device inadvertently fired while inside the breast on three different sample acquisitions without depressing the trigger. Tissue samples were collected all three times and the procedure was completed with the samples obtained. A coaxial was used during the procedure. There was no patient injury reported.